Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the some water got into it and got stuck button twice and now. Customer stated that the insulin pump buttons not responding. Insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that the insulin pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive all the buttons due to corroded keypad traces. No unexpected button error alarm noted during testing. Device was received with cracked battery tube threads and cracked case at corner of the belt clip rails. The p-cap locks properly into place.